Event description:
It was reported that the cassette exhibited a leakage following the completion of compounding. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
D3: correction. D9: 05-nov-2024. H3: the device history record of reported lot number 6005594 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. One cassette was received for analysis. No damage or anomalies were observed during visual inspection. Functional testing was performed, and a leak was observed to be coming from the internal bag at the seal. The probable cause of the leak is due to inconsistent sealing of the internal bag during manufacturing.